Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver 5fu. It was reported that the delivery was started in an "oncology center" and the patient left the user facility with the 5fu infusing. After an unspecified length of time in use, the patient contacted the user facility and reported that the tubing had separated from the filter and an unspecified amount of the 5fu leaked. The spill was cleaned up according to the user facility's protocol. The customer contact reported that the therapy was not resumed because the delivery was near completion. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.